Manufacturer narrative:
Customer declined to provide patient identifier to ge healthcare. Ge healthcare's investigation into the reported event is ongoing. A follow up report will be filed once investigation results are available.

Event description:
It was reported that the technologist dropped the patient's earplug to the floor under the patient table. The technologist reached under the table to pick up the earplugs and was bringing his hand back out when he injured his left hand on the underside of the table side cover edge. The technologist left thumb and forefinger skin peeled back about 2.3 cm. Since the range of the injury was wide and deep, plastic surgery was consulted who stitched the wounds. The technologist has recovered but retains a scar on his fingers.